Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient had one of their leads explanted and replaced to address the issue. Effective therapy was established post-op.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00188. It was reported one of the patients two leads have migrated. Migration was confirmed by x-ray. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead migrated, as such both leads are being reported.